Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and correct the lot number. The device returned to olympus for evaluation. The evaluation did not duplicate the u504 error but did confirm that the teflon pad was melted and worn, exposing metal underneath the side of the teflon pad. The jaw area was also bent, creating a short circuit condition when the jaws are closed.

Manufacturer narrative:
This supplemental report provides the results of manufacturing history review. A review of the lot history / device history record shows that the lot passed final release testing, including verification of labeling and packaging with instructions for use.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the pro code.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be confirmed at this time. According to the instruction manual, a possible cause for the reported u504 error message is a cracked probe. Based on similar complaints, a potential cause for both a cracked probe and the teflon pad damage is operator technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad: "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ also, ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator,forceps, and others).¿ furthermore, ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿

Event description:
Olympus was informed that towards the end of a colpotomy and hysterectomy procedure, the teflon pad melted which exposed metal, while the physician was performing the seal and cut function. It was also reported that the device produced an error code u504 ¿probe damage error¿ and other unspecified damages to the metal was noted. The device was removed from use and the procedure was completed using a different device with no adverse event.